Event description:
It was reported that during a ureteroscopy with laser litho procedure in 2008, the pt's ureter was split due to the use of a nephrostomy balloon dilation catheter being used in the pt's ureter instead of using a ureteral balloon dilation catheter. Additional info received on three days earlier, stated that the dr placed a stent in the ureter to allow the ureter time to heal on its own. The dr planned to leave the stent in place for approx six weeks. The pt was examined and interviewed by a collegue of the dr approx 2-1/2 weeks ago. Pt was described as doing well.

Manufacturer narrative:
A review of the device history record found nothing that would cause or contribute to the reported problem. A comparison of the labeling for product catalog #998610 and product catalog #996101 shows that there are multiple areas where the labeling differentiates between the nephrostomy balloon and the ureteral balloon not only in printed word, but also dimensions on the labeling. The instructins for use which accompanies the device states in the section for potential complications that the complications that may arise from a ureteral balloon dilation procedure include tissue trauma and peforation. The investigation concluded that there are multiple indicators on the outer packaging and inner packaging with words and dimensions indicating the difference between products. This event is user related because they thought they were using an ureteral dilation balloon (size 6mm x 10 cm) but used a nephrostomy balloon (size 10mm x 15cm) instead. Baseline report previously filed.